Manufacturer narrative:
Additional information provided. At the visit on site, the fse (field service engineer) replaced the laser head. Reason for the interruption was that the safety system of the device stopped the treatment due to a drifted laser head beam output. The device was working within specification as the treatment was interrupted automatically due to the safety system. The root cause for the drifted laser head beam output cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A doctor reported that the laser stopped treatment just after the canal cut was completed. Standard flap operation was canceled. Patient was rescheduled. Upon follow up, patient is ok and no harm was reported.